Event description:
As reported from a clinical study in spain, after a tavr procedure using a 20 mm sapien 3 valve via transfemoral approach, on post-operative day (pod)4, the patient presented with moderate paravalvular leak (pvl). On pod12, a valvuloplasty was performed and the event was resolved.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
The perceived root cause for the paravalvular leak was the under-expansion of the valve due to severe calcification.